Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number is unknown; therefore, the UDI could not be configured. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor appeared broken (not further specified). This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.